Manufacturer narrative:
A system checkout could not be performed due to covid-19 restrictions.  Additional information noted that the issue was resolved over the phone. The issue was resolved by restarting the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, when an attempt was made to check the screw by 3d imaging with system after installing the screw by freehand, the mobile view station (mvs) screen became pure white with a big red "x" displayed. It became immobile. After restarting, it worked normally and imaging could be performed without any problem. The procedure was completed using the system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.